Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a gradual decline in hearing performance with the device for the past 4-5 days. Recommended to take an x-ray. The clinic will proceed based on recommendations.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, according to the implant registration card four channels were left extra-cochlear at implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. Imaging is considered but no date has been scheduled yet.

Event description:
The recipient reported a gradual decline in hearing performance with the device for the past 4-5 days. Recommended to take an x-ray. The clinic will proceed based on recommendations.